Event description:
It was reported that 5 unspecified bd introsyte¿ introducer experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Hematoma. Excessive blood exposure.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 unspecified bd introsyte¿ introducer experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Hematoma. Excessive blood exposure.

Manufacturer narrative:
H: no. Of events summarized: 5.

Event description:
It was reported that 5 unspecified bd introsyte¿ introducer experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown; hematoma; excessive blood exposure.